Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that it had been months since patient recharged ipg. In turn, ipg would not communicate with external devices and patient programmer displayed error 2501. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.